Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: · the red x indicator of the teslaspy alarm lit and could not be reset. · this occurrence was noticed during test. · the alarm was observable both visually (red x indicator) and through hearing. · the device log files were provided to hamilton. · there is no patient involvement reported. The event occurred during test. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: · the red x indicator of the teslaspy alarm lit and could not be reset. · this occurrence was noticed during test. · the alarm was observable both visually (red x indicator) and through hearing. · the device log files were provided to hamilton. · there is no patient involvement reported. The event occurred during test. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
After start-up the teslaspy alarmed with red-x as result of self-test failed during non-clinical use. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was deemed to be false positive detection of the green led (sensitivity/threshold) in fw. After replacing the replaced teslaspy board, the device was released back into use.